Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic procedure, the surgeon could press the green and squeeze the handle, but the reload could not fire staples. Another reload was used to complete the case. There was no patient injury.